Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer stated via email: nurse picked up red needle foam stop to dispose in sharps container and dirty needle in foam poked her finger. Nurse had to have exposure labs drawn, source patient also had to have exposure labs drawn. Luckily, the source patient was without contagious disease. Prognosis good, no problems anticipated. Additional information received 22march2017: the nurse was (B)(6).